Event description:
It was reported that during a coronary stent procedure, the stent slipped off of the delivery balloon prior to deployment. The undeployed stent was retrieved from the femoral artery the following day. Pt status is unknown at the time of this report. Additional info has been requested regarding this event.